Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to power on. Upon troubleshooting fse found that the anode control unit (adu) of the generator (front) was malfunctioning, and the fuse within the inverter unit (miu) was also defective. To resolve the issue, fse replaced the adu and fuse. The defective component was returned to philips for analysis and found the output choke l4002 was damaged due to burning, while the output chokes 4001 and 4003 exhibit significant discoloration. The system was returned to use in good working order. The codes were updated based on the investigation outcome.